Event description:
The dental office informed that the head of the instrument fell apart during the treatment in patients mouth. The biggest part caused a wound on the bottom of patients mouth. Unfortunately, it was not possible to get further / more detailed information on the incident. Medical care was not necessary.

Manufacturer narrative:
Unfortunately, the customer decided to send the handpiece directly to a local repair shop to get it repaired. Therefore, we had no possibility to analyze the condition of the product. We received a copy of the delivery note which just indicates that the rotor was replaced with a non-kavo spare part - which is not certified / allowed from our side. According to customers statement there does not exist a repair history prior to the incident. This would mean that the product was not repaired since it was sold in 2008 - which is a very long period and clearly against IFU. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare and how to check the handpiece for each treatment and how to use it. Technical condition: a damaged device or components could injure patients, users and third parties. Only operate devices or components if they are undamaged on the outside. Check that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage , irregular running noise, excessive vibration, overheating & dental bur is not seated firmly in the handpiece. Observe the following instructions in order to guarantee optimum functioning and prevent material damage: service the medical device with care products and systems regularly as described in the instructions for use. The device should be reprocessed and stored in a dry location, according to instructions, if it is not be used for a longer period. Service and repair: repairs, servicing and safety checks may only be performed by trained service personnel. The following persons are authorized to do this: service technicians of kavo branches after the appropriate product training service technicians of kavo authorized dealers after the appropriate product training. Observe all the following items during servicing work: have the service and testing tasks carried out according to the medical device operator ordinance. After servicing, interventions on and repairs of the device and before re-use, have the service personnel perform safety checks on the device. Following expiry of the warranty, have the tool holding system checked once a year. Kavo recommends specifying in-house service intervals where the medical device is brought to a professional shop for cleaning, servicing and a function check. Define the service interval depending on the frequency of use. As a result of the use of non-kavo original spare parts during the repair, parts such as covers may become undone and injure the patient, user or other people. This may result in aspiration, swallowing of parts and possibly even a risk of suffocation. Only use spare parts that comply with the specification for repair; original kavo spare parts comply with the specification. Note: if a repair is done with non-kavo original spare parts, this may constitute a product modification that leads to the loss of ce conformity. In the event of damage, the responsibility is with the service company or the operator. The introduction into the market of a modified product, where there is reasonable suspicion that the safety and health of patients or users may be jeopardized, is prohibited by the german medical device law §4, section 1 no. 1 and requires a separate conformity check.